Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached between 300 mg/dl and 400 mg/dl while wearing the pod on the arm longer than 48 hours. Symptoms reported include thirsty, increased urination, and fatigue. The patient also reported they had a ¿yellow goo or what looked like a booger¿ at the pod insertion site. The patient was diagnosed with hyperglycemia. The patient was treated with intravenous fluids, intravenous magnesium and insulin injections. The patient was sent home on same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.